Event description:
It was reported that (3) devices were used during a laparoscopic hernia repair. It was reported by the rep that the em320 instruments kept jamming and would not fire. There was no consequence to the pt.